Event description:
It was reported that approx. 29 months after the implantation this lead was explanted due to suspicion of a lead damage. The lead impedance measurement were out of range (greater than 3000 ohms).

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13 cm distal to the df4 connector pin. Both fragments were received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation and extraction damages, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Additional damages like the cuts into the insulation 14 and 34 cm distal to the df4 connector pin most likely occurred during the extraction procedure. Damages like the deformed rv shock coil, the from the insulation ruptured passive fixation and the into the insulation retracted lead tip most likely occurred during the extraction procedure due to tensile stress. The passive fixation was not returned. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.